Manufacturer narrative:
Company representative evaluated the system and found that the lever of the co2 absorber was in a lock position. The lever was adjusted to a lock position. System was tested to factory's specifications and was returned to use.

Event description:
Customer reported the as3000 anesthesia delivery system had a leak, which may have affected anesthesia monitoring. No patient injury was reported.